Event description:
Wheel fell off resident's wheelchair while he was in it. This is a new chair being "trialed" for his use. Resident was intercepted before he fell. Resident moved to a different chair and the chair in question was removed from service and tagged-out. We believe this is a design flaw. Wheel can be disengaged by depressing the middle of the wheel hub. Therefore, we believe that an accidental bump of the wheel hub caused this to disengage. Being held for return to distributor: (B)(6) medical.